Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d334trg ICD, implanted (B)(6)2012. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for oversensing sensing integrity counter (sic) and non-sustained tachycardia episodes with noise. Also noted were high impedance and a possible fracture from a suspected subclavian crush. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the partial lead was returned in segments and analyzed; analysis revealed a flex fracture of the distal conductor. Analyst's comments noted rib crush insulation or conductor damage was not observed on the lead segments that were returned. There was a 5.5 cm medial segment that was not returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.